Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into bvvi and loss defibrillation therapy due to an MRI. Programming changes were performed to resolve the issue. The patient condition was stable.